Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm despite all connections being intact was not able to be reproduced. The returned system controller, serial number (B)(6) was functionally tested and was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The evaluation of the driveline connector did not reveal any problems that may result in the reported alarm. The event log file retrieved from the system controller (B)(6) contained data recorded on 11jun2023, from 4:15 to 10:46. The events captured from 4:15 to 9:49 revealed the system maintained the desired set speed with no interruptions, the recorded flow ranged between 4.6-5.7 lpm, the power was between 4.8-5.3w, and the pi was between 2.6-8.8. The data recorded at 9:53 revealed the flow decreased to 2.4-2.5 lpm range and there were intermittent low flow faults until 9:56 when the flow decreased to 2 lpm (activating a low flow alarm) and then below 1 lpm at 9:59. At 10:01 the driveline disconnect alarm became active followed by all pump related data changed to 0. The remaining data revealed that a silence alarm button pressed was recorded first at 10:24 and then it was recorded multiple times until 10:46 when the system controller was disconnected from the external power source (mpu) and the shutdown sequence was started. The periodic log file retrieved from system controller (B)(6) contained events captured from 31may to 11jun2023. The recorded data did not add any new information regarding the reported event. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, rev d, under section 5 alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. Their system controller was alarming "driveline disconnect" despite all connections being intact. The patient was also appropriately attached to wall power. The pump restarted after a controller exchange was performed, but flow was 1.8 liters per minute (lpm) then quickly dropped to less than 1.0 lpm. The patient cardiac arrested and cardiopulmonary resuscitation was attempted for over an hour before it was stopped, and the patient was declared deceased. It was noted that the patient had some lethargy within 30 minutes of the ventricular assisted device (vad) alarming and the patient becoming unresponsive. Log file review of the primary controller revealed low flow events on (B)(6) 2023 between 9:56 am and 10:01 am followed by a driveline disconnect at 10:01am. Log file review from the backup controller found low flows on (B)(6) 2023 from 10:47am through 10:59 am. Driveline disconnect and left ventricular assist device (lvad) off alarms were noted around 11:14am where the driveline was disconnected from the controller. No cause for the low flow alarms or driveline disconnect alarm had been identified as of (B)(6) 2023.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-03976. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.